Event description:
It was reported that this inflatable penile prosthesis (ipp) was explanted due to the patient being dissatisfied. Upon explant, the reservoir had a bulge. A new reservoir was implanted. There were no patient complications reported.